Event description:
As reported, a gore acuseal vascular graft was implanted on (B)(6) 2013 as a upper leg av access loop graft from femoral artery to saphenous vein in left leg. On (B)(6) 2013, the graft completely thrombosed. A revision procedure was performed and the thrombosis was removed.

Manufacturer narrative:
Method: review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.